Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 135 ohms. Technical services (ts) stated that impedances were currently looking stable, and it could probably be due to calcification on coils. Ts recommended to have the patient seen in clinic for further evaluation. This rv lead remains in service. No adverse patient effects were reported.